Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: generic brand name: medtronic transcatheter delivery system, product ID: mdt-trans dcs, serial/lot: unknown, use by date: unknown, UDI: unknown. Citation: salem r, hlavicka j, hecker f, et al. Mitral valve repair and savr after tavr complicated with endocarditis and mitral valve leaflet perforation. Jacc case rep. 2025;30(3):103119. Published 2025 feb 5. Doi:10.1016/j.jaccas.2024.103119 earliest date of publication used for date of event. Earliest approved evolut system used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient who had undergone transcatheter aortic valve replacement (tavr) with a medtronic 29 mm e volut system (exact iteration not disclosed). The authors remarked that during the tavr procedure, ¿early interruption of the rapid pacing led to low positioning of the valve, approximately 16 mm lower than the intended annular position.¿ additionally, a balloon dilation was not performed before or after evolut implant. An echocardiogram at discharge showed good evolut function (mean gradient: 7 mm hg), without paravalvular leak and a normal mitral valve. Four months later, the patient presented with fatigue and a high fever. Transesophageal echocardiography (tee) revealed a vegetation on the anterior leaflet of the mitral valve with mitral regurgitation secondary to anterior mitral leaflet perforation. The authors then noted, ¿the patient¿s history did not identify any exposure to procedures at risk for bacteremia since the tavr procedure.¿ blood cultures led to the diagnosis of infective endocarditis (staphylococcus epidermidis). Consequently, surgical intervention was performed, which encompassed: explant of the evolut valve, patch plasty of the mitral leaflet perforation, patch plasty of an aortic laceration found near the evolut valve, and implant of a non-medtronic prosthesis (21 mm magna ease) in the aortic position. After the uneventful post-operative course, the patient was placed on a six-week antibiotic regimen and was discharged to a rehabilitation facility. In the discussion section, the authors explained that the low position of the evolut valve resulted in friction between the evolut and the anterior mitral leaflet, leading to the pe rforation. Additionally, the authors wrote that the distal end of the evolut frame caused the laceration of the ascending aortic wall, which could be explained by the poor position of the valve in the patient¿s left ventricular outflow tract.